Manufacturer narrative:
The returned radical-7 was evaluated. Excessive heat damage was observed on the interior of the device's battery compartment. The customer battery was not returned with the handheld as the customer confirmed the battery was discarded. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 battery "caught fire," and the handheld "was leaking battery fluid and smoking." No patient impact or consequences were reported.